Event description:
Approximately three hours after therapy, the in-home user began feeling the effects of blood loss. User was hospitalized for blood transfusion and monitoring. User's physician states the vest therapy may have been a contributing factor, although crohn's disease is the much more likely cause. The pt had been using the vest for three months prior to the event, suffers from idiopathic pulmonary fibrosis in addition to crohn's and had a lung transplant in 2001.